Event description:
It was reported that the patient¿s ilet insulin pump cartridge was accidentally removed while the patient was working at home. The patient¿s glucose was 231 mg/dl and steady, and the event was categorized as hyperglycemia with unclear cause. Investigation of this case revealed no device alarms and no reproducible device malfunction, with the event likely related to inadvertent cartridge removal rather than a component failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.